Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 12.0x80, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured horizontally. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.